Manufacturer narrative:
Device received with corroded battery tube. Device passed displacement test, rewind, prime/seating, basic occlusion test, occlusion test, sleep current measurement, active current measurement, and self test. No alarms occurred during testing however, pump error 24 found in insulin pump history. Pump error 53 found in the insulin pump history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump received multiple pump error alarms. Blood glucose was unknown. Troubleshooting was performed. Customer reported they were able to clear the alarm and able to rewind the insulin pump but self test was fail. Customer stated alarm occurred during basal delivery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.